Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the bottom of the insulin pump was damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to detached end cap.